Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the downloaded receiver log did not find any errors related to the customer complaint. The device was determined to be operating within the required specifications without malfunction the customer complaint was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4). The complaint device was not returned for investigation. It was stated that the sensor was worn for three weeks. It should be noted that the dexcom g4 platinum continuous glucose monitoring system user guide states: your sensor gives you sensor glucose readings for up to seven days. The performance of a sensor has not been tested beyond seven days. However, the reported event cannot be confirmed and a root cause cannot be determined.

Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report that on (B)(6) 2015, their receiver did not alert them to change the sensor at seven day. Patient stated that they wore the sensor for three weeks. Patient did not report any issues during this time. No additional event or patient information is available.